Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her reservoir leaked inside of her insulin pump and caused the insulin pump display to go blank. The patient's blood glucose at the time of incident was 184 mg/dl. Troubleshooting was initiated and the customer confirmed that the device immediately went blank after the moisture exposure. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with currents within specification and no blank display. Lcd board ok. No moisture damage was found on the electronic assembly. No insulin fluid noted on the electronic assembly. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.